Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. The cause of low bg was unknown. The customer received third party assistance from their daughter, who provided juice and a banana to address bg. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.